Manufacturer narrative:
Other, other text: as no product was returned, functional testing was not performed. An evaluation was conducted using photos provided by the customer. This evaluation confirmed the reported issue, however a root cause was not established. A service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device per ro# 1287969 was related to the customer reported issue of the check syringe plunger sensor alarm. Although the reported problem is the same, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a check syringe plunger sensor. No adverse patient effects were reported by the customer.